Event description:
As reported, upon deployment of a 6f/7f mynxgrip vascular closure device (vcd) it got stuck and would not deliver or deploy. There was no reported patient injury. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.